Manufacturer narrative:
It was reported to abbott that the patient had an ipg pocket relocation due to paint at the ipg site. Ts reported being notified, by physician's office on (B)(6) 2019, that there is pain at the ipg site. This issue began for the patient on an unknown date. The patient had been losing weight since implantation, over 65 pounds, which caused the ipg to become superficial and gradually became more uncomfortable for the patient over time. The patient's pocket site was re-positioned on (B)(6) 2019. No product was implanted or explanted. Therapy was confirmed post-op. All information pertaining to this event were reviewed, pain at pocket site was not device related but due to patient factors. Issue was resolved with pocket site re-positioning. No further action is required.

Event description:
It was reported that the patient had lost over 65 pounds, therefore the ipg had become superficial and caused pain. Surgical intervention took place on (B)(6) 2019 wherein the patient had their ipg repositioned. Therapy was confirmed, and the issue was resolved.